Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("severe heavy bleeding / abnormal bleeding(general)/ heavy bleeding with blood clots") in an adult female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("extremely anxious"), depression ("depressed/ mentally felt depres"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)/severe pain during menstrual cycle every month"), infection ("infection"), migraine ("migraines/ headaches"), headache ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pelvic pain ("pain / lower pelvic area pain") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and she undergo a partial hysterectomy with removal of the essure devices.). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, hormone level abnormal, infection, migraine, headache, dyspareunia, fatigue, gastrointestinal disorder, alopecia, pelvic pain, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2017, (B)(6) 2017. Current weight 180 lbs. Approximate weight at the time of essure placement 180 lbs. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received : events added : abnormal bleeding(vaginal, menorrhagia),apareunia (inability to have sexual intercourse), bladder or urinary problems or changes,blood or heart disorder/condition, dysmenorrhea (cramping), hormonal changes, infection, migraines/ headaches, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition, fatigue, hair loss, pain, vaginal discharge, vaginal discharge and blood clots added. Reporter information patient details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("severe heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("extremely anxious") and depression ("depressed"). The patient was treated with surgery (she undergo a partial hysterectomy with removal of the essure devices.). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.